Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. The customer stated that the insulin pump was possibly exposed to high magnetic fields. Customer was able to successfully clear the alarm. The insulin pump had second motor error alarm. Customer was able to complete pump rewind. The customer reported that the insulin came out of the insulin pump while in rewind phase. No harm requiring medical intervention was reported. The device will be returned for analysis.